Manufacturer narrative:
Continuation of medical devices: product ID 37751, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain and degen disc disease/herniated disc pain. It was reported that the patient was in the middle of recharging his device when the screen when blank and started to beep. They stated their stimulator hadn't been able to work for the last three days because they could not charge it. They tried resetting it, which resolved the issue. They had tried this multiple times in the past to reset it. They confirmed they kept the desktop charger (dtc) cord plugged in at the top of the recharger (insr). No further allegations/complications were reported.